Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2014 due to pain at site of mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with a cystoscopy, hysterectomy, anteroposterior repair, and uterosacral ligament fixation due to stress urinary incontinence and pelvic organ prolapse.

Manufacturer narrative:
Date sent to FDA: 3/8/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced stomach cramps, abdominal pain, bladder infection, hematuria and rectocele.